Manufacturer narrative:
This event did not result in any adverse pt event. An MDR is being filed as the user facility has reported this malfunction to FDA. Device has not yet been returned for eval. At this time, no conclusions can be made.